Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has fallen twice in the year prior to the report. Since the fall at the end of (B)(6) 2020, she has had medical issues and noticed that her implantable neurostimulator moves around in her body. The patient has also lost weight and noticed that the implantable neurostimulator moves around and it ¿like hits something in there¿ so she has to push on it to make it flat again. The patient mentioned that she thinks that it may be a pinched nerve or something shifted or is pressing on the spine because she has an aching down low around the spine where she had the cage fusion done. The patient had previously spoken to a surgeon who had discussed the option of having the stimulator removed. The patient had a shoulder surgery scheduled for (B)(6) 2020; however, the patient was told that she needs to first address the spine issue that she is having.